Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the explorer, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. B3, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump over delivered, 7.5 to 15 percent error, during preventive maintenance. No patient injury was reported.